Event description:
The patient's mother reported the patient's omnipod 5 application delivered multiple uncommanded boluses on (B)(6) 2025, resulting in blood glucose levels <70 mg/dl. The patient was at school and treated with fast-acting carbohydrates. The customer was reported to have received the following boluses: 1:11pm= 0.3 units; 1:11pm = 1.3 units; 1:26pm = 1.2 units; 2:17pm = 1 unit. The mom and patient deny programming the boluses and report the last interaction with the device prior to the event was 11:41am at lunch, when her glucose level was 126 mg/dl and she was consuming 25 grams of carbohydrate. The total bolus amount delivered at that time was 0.8 units.

Manufacturer narrative:
In the case description, the user mentioned receiving four boluses uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed the delivery of the reported uncommanded boluses. The log files showed evidence of interaction with the controller in order to open the bolus calculator, load a blood glucose value using the use sensor button, manual adjust the total bolus amount, confirm, and start the bolus delivery for each of the reported boluses. No evidence of an uncommanded bolus was observed in the available logs. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system sp1a.210812.016.g973usqu9ixe3 cloud - smartphone hardware sm-g973u cloud - cgm sensor type g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.